Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the lifeband (lot # unknown) was unable to retract completely (retracted around 5 to 7 cm) and the autopulse platform stopped compressions. Patient achieved rosc. During testing with manikin, the lifeband was installed and autopulse platform did not start compression when the start button was pressed. Autopulse platform did not display any error message but the display has various pixel errors. No consequences or impact to patient. Please see the following related MFR report: MFR 3010617000-2021-00114 for the autopulse platform.